Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a sensor that was not functioning. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The report of a sensor not functioning was not identified during evaluation. The reported condition was not verified. However, the device was found to be out of specification due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.